Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that on the ra lead there are multiple stored episodes of noise that continues to increase. There are 39 vtach detections, but no egms to suggest it's noise. There is no oversensing on the rv lead, though there is noise. Multiple episodes of oversensing on the ra channel. It is unclear if this is the ra or rv lead and the comments mention that this lead will be monitored for now.